Manufacturer narrative:
Product was received by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: jamming occurred because the anvil did not release the staple. Another visistat stapler was used to continue the procedure. Defect was discovered during an unk medical procedure. No pt injury reported.